Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of bleedback through the powerpicc solo was inconclusive because no sample was returned for evaluation. Based on the description of the reported event, possible contributing factors include maintenance technique, catheter position and pressure within the vessel; however, the lack of a returned sample prevented both confirmation of the reported event and identification of a root cause(s). Consequently, this complaint is inconclusive at this time. One of the benefits of the proximal (solo) valve is to reduce blood reflux compared to open-ended catheters. The product IFU provides instructions for flushing and maintaining the catheter to keep the valve clean. Injection caps or end caps should be attached to the catheter hub and securely tightened. Injection caps should be changed every seven days or per agency policy, when the injection cap has been removed for any reason, or anytime the cap appears damaged, is leaking, or blood is seen in the catheter without explanation or blood residue is observed in the injection cap. A lot history review (lhr) of rebw2098 showed no other similar product complaint(s) from this lot number.

Event description:
The second lumen wasn¿t able to be activated. (Close). After several times of flushing, blood came running out. Had to replace the piccline